Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
The sales representative reported on behalf of the customer that the 60-5181-103, esp accessory ball 5mm was being used on (B)(6) 2022 during a hysteroscopy with loop electrical excision procedure when it was reported ¿the doctor was using a new ball cautery tool and went to place it over the patient¿s leg, and it burned an instant hole through drapes and onto the patient¿s right medical inner thigh. The cautery was not activated or in use when placed in this position. After the procedure the drapes were removed, and the burned area was noted by both the doctor and surgical technologist. I was advised of this and placed silver cream and a band aid on the wound.¿ further assessment found that the procedure was completed with no delay. Medical intervention was required for the patient to receive silver cream and a band aid due to the patient obtaining an unknown degree of burn. There was no extended hospitalization to patient or user. It was also reported that there were no issues postoperatively with the patient or burn. This report is being raised on the basis of injury due to unknown degree of patient burn.

Event description:
The sales representative reported on behalf of the customer that the 60-5181-103, esp accessory ball 5mm was being used on 12jul22 during a hysteroscopy with loop electrical excision procedure when it was reported ¿the doctor was using a new ball cautery tool and went to place it over the patient¿s leg, and it burned an instant hole through drapes and onto the patient¿s right medical inner thigh. The cautery was not activated or in use when placed in this position. After the procedure the drapes were removed, and the burned area was noted by both the doctor and surgical technologist. I was advised of this and placed silver cream and a band aid on the wound.¿ further assessment found that the procedure was completed with no delay. Medical intervention was required for the patient to receive silver cream and a band aid due to the patient obtaining an unknown degree of burn. There was no extended hospitalization to patient or user. It was also reported that there were no issues postoperatively with the patient or burn. This report is being raised on the basis of injury due to unknown degree of patient burn.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. Do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. This issue will continue to be monitored through the complaint system to assure patient safety.